Event description:
During a routine visit on (B)(6), 2010 for treatment of lower back pain and to relax fatigued muscles, electrical stimulation and ultrasound treatment was applied by (B)(6) of quail valley chiropractic resulting in a serious injury with first and second degree burns over a very large area of my backside. This treatment resulted in burns, blistering of the skin, and severe pain that lasted more then a week requiring immediate medical intervention and antibiotic treatment for burns/blisters and long term dermatological treatment for scarring and pigmentation skin discoloration. At the time of treatment, I felt a pulsating, tingling sensation. Equipment used in treatment include amr ex model ms322/dynatronics, sigma spray electrode solution by parker laboratories, inc. And dynatronics model dynatron 125 by ultrasound gel script hessco.